Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
User facility medwatch received that states that the patient was admitted on (B)(6) 2024 with increasing shortness of breath and lightheadedness. Lactate dehydrogenase (ldh) was 275. Scan was performed on (B)(6) 2024 which noted luminal thrombus within the proximal aspect of the outflow graft resulting in moderate to severe stenosis. The patient was taken to surgery on (B)(6) with bend relief incised and immediate return of significant amount of proteinaceous debris. On (B)(6) 2024 the patient noted improvement in respiratory effort. On (B)(6) 2024 ldh was 218.

Manufacturer narrative:
This event was determined to be supplemental information; the investigation findings were submitted under MFR #: 2916596-2025-00425. No further information was provided. The manufacturer is closing the file on this event.